Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Patient stated u-500 insulin was used with the omnipod system which is considered off-label use. The marketed and released device is only intended to be used with u-100 insulin. This user warning is in the applicable labeling as referenced below: omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Introduction. Warning: the omnipod system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novolog®/novorapid®, humalog®, or apidra®. Novolog® is compatible with the omnipod system for use up to 72 hours (3 days). Before using a different insulin with the omnipod system, check the insulin drug label to make sure it can be used with a pump. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 380 mg/dl while wearing the pod longer than 48 hours. After realizing elevated bg levels, patient found pink slide had not moved forward as intended; this indicates a needle mechanism failure occurred. As treatment, a manual injection was delivered.